Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The account replaced the side rail latch but the issue remains. The account took the side rail latch and latch pin back out and reinstalled them to resolve the issue.